Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [9291866] was not found for the reported catalog # [393224]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked past the cap during use, causing blood leakage through the injection port. The following information was provided by the initial reporter: "catheres are not easy to insert, the cannulas are less sharp. Often there are leakages at the cap which leads to blood leakage through the injection port during the insertion."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked past the cap during use, causing blood leakage through the injection port. The following information was provided by the initial reporter: "catheres are not easy to insert, the cannulas are less sharp. Often there are leakages at the cap which leads to blood leakage through the injection port during the insertion."

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photo returned, it seems that the valve has moved away from the injection port causing the leakage. However, due to poor resolution of the photo, the defect cannot be confirmed. Therefore, unable to confirm the customer experience as no sample was returned. In addition, the photo returned was not the same as the reported gauge of this complaint. A device history record could not be evaluated as the lot number is unknown. A root cause could not be determined due to no sample being received.